Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger/modem will not power up) was confirmed. Upon evaluation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply could not positively identified. No adverse event resulted from the defective battery charger/modem.